Manufacturer narrative:
Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, cracked belt clip slot and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was damaged. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.